Event description:
On (B)(6) 2011, the patient underwent treatment for an acute type b dissection and a rapidly expanding descending thoracic aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. The patient tolerated the procedure. On (B)(6) 2011, the patient was diagnosed with a type a dissection proximal to the implanted endoprosthesis. On (B)(6) 2011, the patient underwent repair for a type a dissection and expired due to complications.

Manufacturer narrative:
Method - a review of the manufacturing records for the device(s) was not conducted as the device lot numbers were unavailable. Please note additional device related to this event: tgt3420/unk. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Per the instructions for use for the gore tag thoracic endoprosthesis: "the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following patient etiologies: acute and chronic dissections. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: death.